Manufacturer narrative:
Clarification to suspect product: lot number 963/2. Clarification to type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that patient was injected in nasolabial folds and dark circles with 0.3ml was injected in the right nasolabial fold, 0.3ml in the left nasolabial fold, 0.2ml in the right dark circle, 0.2ml in the left dark circle of juvéderm® volbella¿ with lidocaine. One month later, patient had an allergic reaction to pesto pasta with shrimp, deemed not related to the device and then developed inflammatory nodules at injection sites. Symptoms ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the syringe was has been discarded.

Event description:
Additional information reported patient was treated with deflazacort 40 mg per day for 7 days and then a lowering dose was given for a further 10 days, cetirizine 1 tablet every 12 hours for 15 days and then 1 tablet daily until now, doxycycline every 12 hours for the first 10 days and then 100 mg per day for 1 month, montelucast 10 mg per day until today, nexion 40 mg per day for 15 days and hyaluronidase (for a total of 9 days). Currently, the patient persists with a soft mass of approximately 12 cm on the right and left side of the nasolabial fold.